Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
During intra-aortic balloon (iab) insertion on ami patient, iab was not able to advance through the sheath. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) insertion on ami patient, iab was not able to advance through the sheath. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. One kink was found on the catheter tubing approximately 62.5cm from the iab tip. We are unable to confirm the reported difficulty/unable to advance iab through sheath because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
During intra-aortic balloon (iab) insertion on ami patient, iab was not able to advance through the sheath. Replaced iab to continue therapy. No patient injury was reported.